Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. After replacing the pacemaker while the physician was sewing the pocket, rf was disabled on the programmer. The physician noticed the patient¿s rhythm changed from ap-vs to vp. The programming went back to ap-vs when the rf was enabled. When rf was disabled again the patient¿s rhythm changed again to vp for about 6-10 seconds then went to ap-vs. The device was appropriately pacing at the end of the session when rf was enabled, and the session was ended. The patient was stable.